Manufacturer narrative:
According to the report, the surgeon noted cracks in the muscle and a tear up to the leaflet. He then turned it over and saw a big split down the back wall. He tried to repair it while they were getting another valve but finally decided it would be too dangerous at the proximal end to use. Surgery was prolonged while another allograft was thawed for use. The allograft was returned to cryolife on (B)(4) 2015 and an evaluation was held on (B)(4) 2015. The synergraft pulmonary valve and conduit was returned to cryolife in a saline-filled specimen cup that was placed within an empty sample return kit provided to the cryolife representative (the 10% buffered formalin solution was discarded). The allograft was visually inspected in a laminar flow hood. The allograft was found to be in four segments. The largest segment was of the valve itself and muscle band; multiple "cracks" or tears were noted in the muscle band. Non-cryolife sutures were also noted in this segment, consistent with the surgeon's statement that he attempted to repair the allograft. The second segment was of the conduit and contained a large partial transection in the middle of its length. The two smaller segments were pieces of the muscle band likely transected by the surgeon. The damage appeared consistent with damage to an allograft while in the frozen state. On 10/22/2015, cryolife staff was able to meet face to face with dr (B)(4) at cryolife and discuss his recent allograft complaints. Photos of the past sample reviews were shared with dr (B)(4) and it was explained that the damage seen during the reviews was consistent with damage that occurs after cryopreservation. Dr (B)(4) stated that he believed there was an issue with the handling of the allografts at (B)(6) hospital. He mentioned that there have been many different nurses handling the allografts. There is trouble reading labels through the frost on the packaging; the allografts are being taken out of their boxes for storage in the freezer. Multiple allografts have been placed in the same slot in the freezer and they have been stacked outside of their outer boxes. A review was performed of the available information. The allograft was returned to cryolife and a sample review was performed on (B)(4) 2015. No damage was observed to the middle bag. The allograft was packaged utilizing sterilized packaging set (part number ms5534) lot number cs20140053 and a-line sealer e1260 on 05/26/2015. There were no associated deviations with the packaging processing record. The allograft was processed from the heart of a (B)(6)-year-old, (B)(6) pound male who died from acute myocardial infarction. The allograft was inspected on 05/06/2015. During inspection, the following attributes were noted: "fenestrations: [left semilunar cusp(anterior semilunar cusp)] lsc(asc) - two 1mm and [left semilunar cusp(right semilunar cusp)] lsc(rsc) - one 3mm. Fibrous thickening on all leaflets and at the annulus of all leaflets. Light plaque in artery." The allograft in question was cryopreserved on 05/26/2015 in cryocycle (B)(4) with fifteen other cardiac allografts. Two of these allografts have been shipped but no further information is available, four are currently in implantable status, one remains in quarantine status, and the remaining eight allografts have since been rejected. The allograft was not repackaged. The allograft was transferred from vapor to liquid nitrogen storage per procedure on 05/27/2015 with seven other allografts. No complaints have been filed to date for these seven allografts. On 06/01/2015, sgpv00, sid (B)(4) was transferred per procedure. The tissue was then transferred again per procedure on (B)(6) 2015. A review of training records indicates that the staff responsible for transferring the tissue on (B)(4) 2015 was appropriately trained prior to completing these transfers. Additionally, all tissue associated with the qa quarantine move from 06/01/2015 and the implantable move from (B)(4) 2015 was cross-checked to determine if there were any additional complaints filed. No additional complaints associated with these transfers were identified. The tissue has been shipped one time on (B)(4) 2015 with no associated human tissue returns or repackages. No deviations were identified during a review of the tissue transfer logs and the packaging inspection sheet. The issue noted by the complainant may have been caused by mishandling the packaged allograft while in the frozen state. A review of training records indicates that the technicians who handled this allograft while in the frozen state were appropriately trained for the task they performed. As per delivery note (B)(4), allograft sid (B)(4) was shipped in dry shipper (B)(4). The allograft was shipped to (B)(4) via (B)(4) on (B)(4) 2015 for priority overnight. Prior to the shipment of this allograft, there were no abnormalities noted on the outer packaging. There were no incident reports filed in the courier database for (B)(4) during transit/delivery of this allograft. A review of training records indicates that the shipping associate(s) responsible for the transferring of the tissue and loading of the shipment were properly trained prior to performing these actions. The issue noted by the complainant may have been caused by mishandling the packaged allograft while in the frozen state. The IFU provides the following instructions: "cryopreserved allografts are fragile and must be handled with care while in the frozen state to avoid causing damage to allograft or packaging," "valve may be damaged or the integrity of the pouch may be compromised if not properly handled. Do not implant the cryovalve sg...if the package has been handled with sharp instruments, dropped while at cryogenic temperatures, or otherwise mishandled," and "the cardiac thawing and rinsing instructions must be followed exactly to minimize physical damage to the valve."

Event description:
According to the report, the surgeon noted cracks in the muscle and a tear up to the leaflet. He then turned it over and saw a big split down the back wall. He tried to repair it while they were getting another valve but finally decided it would be too dangerous at the proximal end to use. Surgery was prolonged while another allograft was thawed for use.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, the surgeon noted cracks in the muscle and a tear up to the leaflet. He then turned it over and saw a big split down the back wall. He tried to repair it while they were getting another valve but finally decided it would be too dangerous at the proximal end to use. Surgery was prolonged while another allograft was thawed for use.